Manufacturer narrative:
System and sample information was not provided. A bci field service engineer (fse) rebuilt the reagent pump and performed high sensitivity system check and carryover testing. All testing passed within specifications. Although some hardware was addressed a clear root cause can not be determined for this event. This reportable event was identified during a retrospective review of complaints within the date range (B)(4) 2010

Event description:
A customer contacted beckman coulter inc. (Bci) to report lower than expected beta human chorionic gonadotropin (bhcg) result above the normal reference range for one patient generated by unicel dxi 800 accesss chemistry analyzer. The result was reported out of the laboratory. The result was questioned after subsequent sample results did not correlate. The sample (dated (B)(6) 2010) was repeated on the same unit and higher results outside the assay precision claim were obtained. Patient results are provided. Unknown to the customer whether there was patient injury requiring medical intervention or change to patient treatment attributed or connected with this event